Event description:
Tuna machine was not operating properly while prepping pt for procedure. Product rep was in the or as well. Rep was unable to fix machine. Case was cancelled and machine taken out of service. Rep took device with him. New, functional machine was brought in for rescheduled case.